Manufacturer narrative:
The last calibration performed on (B)(6)2022 was ok and there were no alarms. Quality controls recovered within established ranges. There was no indication of a reagent performance issue. The field service engineer determined the sampling mechanism was sticking. The sampling mechanism was replaced. The prove adjustment was verified. Mechanism checks passed. An instrument check and precision studies were performed. Operational and mechanical checks passed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they ran patient samples as part of a lot-to-lot comparison on the cobas 8000 c 502 module when starting a new lot of alb2 albumin gen.2. Two patient samples had discrepant results for albumin. When tested with the old lot (lot 64818101), the first sample initially resulted in an albumin value of 2.60 g/dl and this value was reported outside of the laboratory. The sample was repeated twice with the new lot (lot 657589), resulting in values of 4.37 g/dl and 4.36 g/dl. The repeat values were deemed correct. When tested with the old lot (lot 64818101), the second sample initially resulted in an albumin value of 2.54 g/dl and this value was reported outside of the laboratory. The sample was repeated twice with the new lot (lot 657589), resulting in values of 4.80 g/dl and 4.79 g/dl. The repeat values were deemed correct. The serial number of the c 502 analyzer is (B)(4).